Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date.(B)(6).the customer's biomedical engineer noted fault code 124, boot up code 4 and fluid/foreign matter stopped at the safety disk. Repairs were started on (B)(6) 2020 and completed on (B)(6) 2020. The biomedical engineer replaced the pneumatic assembly including the safety disk. The iabp was returned to clinical use. H3 other text : not returned to manufacturer

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) made a shrill noise and had a communication error code 4 message. This occurred when the patient arrived at the cicu. A second pump was used with the same result. The physician ordered stat cxr for position and repositioned the catheter. All was working as expected at that time. No patient harm, serious injury or adverse event was reported. The first two pumps were taken to the biomed and are awaiting evaluation.

Manufacturer narrative:
Updated codes: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) made a shrill noise and had a communication error code 4 message. This occurred when the patient arrived at the cicu. A second pump was used with the same result. The physician ordered stat cxr for position and repositioned the catheter. All was working as expected at that time. No patient harm, serious injury or adverse event was reported. The first two pumps were taken to the biomed and are awaiting evaluation.